Event description:
It was reported that the patient presented prior to the procedure. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited loss of capture and noise over-sensing. The rv lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported events of noise and failure to capture were not confirmed. As received, a complete lead was returned for analysis. Final analysis didn¿t find any anomalies except for procedural damage.